Event description:
It was reported that this lead was dislodged, confirmed by x-ray imaging, and therapy was turned off. Subsequently, the patient underwent a revision procedure and the lead was explanted and replaced with a non-boston scientific lead. The lead was disposed of and will not return for analysis. No additional adverse patient effects were reported.